Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 35 mg/dl. Low bg cause was not known. Customer consumed carbohydrates and required assistance from paramedics who administered glucose to address bg. Paramedics subsequently transported customer to the emergency room. Customer was treated with intravenous fluids of saline and was discharged the following day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.